Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. While it was reported that there was no patient involvement, slight evidence of blood was observed. Slight evidence of blood was observed on the side of the hot jaw. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip. The silicone insulation on the hot jaw was cracked and slightly whitish in color indicating burn of device. The silicon on the end of the hot jaw was observed to be slightly peeled away at the tip, but remained attached to the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. No excessive smoke was observed during the testing. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ and "environmental particulates" was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire", "thermal decomposition of device" and "peeled jaw" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. As soon as the hemopro was plugged in, the jaws were activated and remained on when no hand was turning on the device. The hemopro started to smoke and was unplugged. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. As soon as the hemopro was plugged in, the jaws were activated and remained on when no hand was turning on the device. The hemopro started to smoke and was unplugged. A replacement device was used to complete the procedure. No patient involvement.